Manufacturer narrative:
Upon receipt, laboratory analysis confirmed the clinical observation; the battery status of the device was found to be at elective replacement indicator (eri) with a monitoring voltage of 2.28 volts. The titanium casing of the device was removed and visual inspection revealed no anomalies. An external power source was connected to the device. Although the device functioned in a completely normal fashion during testing, internal measurements noted a high current drain which prematurely depleted the battery. Further detailed testing isolated the problem to the static random access memory chip.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected. The device was explanted and was replaced with another boston scientific ICD.

Manufacturer narrative:
No adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.